Manufacturer narrative:
The date of event and therapy date are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2019-14252, 3006705815-2019-05052. It was reported that the patient never had effective stimulation. As a result, surgery occurred in which the system was explanted, which addressed the issue. The patient also experienced ipg site discomfort after weight loss, documented in related manufacturer reference number: 3006705815-2019-05051.